Event description:
A clinic director reports that, during an intraocular lens (iol) exchange, a coating on the lens noted to be peeling off. The surgeon will return the lens for evaluation. (Lens exchange was done due to power calculation error.) In a follow-up, the surgeon reports the outcome of event for the patient as "excellent".

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 08/21/2008, 08/25/2008, and 09/04/2008 by phone, fax, and mail. A completed questionnaire was received on 09/09/2008.